Manufacturer narrative:
Estimated date of event/death. The UDI is unknown because the part number and lot number was not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death, is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse events referenced will be filed under a separate medwatch report #. UDI #: the UDI # is unknown as the part and lot were not provided. Literature attachment. Article title "duration of dual antiplatelet therapy after various drug-eluting stent implantation".na.

Event description:
It was reported through a research article identifying that xience v may be related to the following: myocardial infarction, stroke, major bleeding, stent thrombosis, revascularization, rehospitalization and death. This article summarizes clinical outcomes of 1822 patients. Specific patient information is documented as unknown. Details are listed in the attached article, titled "duration of dual antiplatelet therapy after various drug-eluting stent implantation."